Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd received one (1) sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing label was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed (1) tube didn't have a label. No patient impact reported